Event description:
N/a.

Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. The mayfield composite series skull clamp (a3059) was returned for evaluation. The reported complaint was confirmed. Unit required replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the locking mechanism on the dual pin side of the mayfield skull clamp (a3059) does not lock or unlock properly. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.